Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Revision surgery was performed on (B)(6), 2010. This patient was in pain and also had become a chronic dislocator. Revision surgery required after only 2 yrs and 9 months from index operation.